Manufacturer narrative:
Submitted: 09/12/2017 the pump has been returned and evaluated by product analysis on 8/16/2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed case/condition issue. This report is made based on results of investigation completed on 8/16/2017.